Manufacturer narrative:
The pump return has been requested but has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the buttons are hard to press on the pump. The pt also claims that the warning info was not traceable after the alarm beeps.